Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
During rf procedure, there was a warning 06 (tc not detected) and the cause was cancelled. There was no back-up available. The patient has since been back and the surgery has been completed without complications.